Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with stuck motor error alarm loop during bolus delivery due to loose/protruded drive support disk. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Event description:
The customer reported via phone call that they received motor position encoder error and motor error. The customer¿s blood glucose level was unknown. The customer stated that drive support cap appears to be normal. The displacement test passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Troubleshooting was performed. The product will not be returned for analysis.